Event description:
It was reported that the device is running intermittently during a procedure. It was also covered in oil. It was confirmed that it did not run without user activation. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the device is running intermittently during a procedure. It was also covered in oil. It was confirmed that it did not run without user activation. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Upon evaluation the technician visually confirmed an oily substance on the outside of device. It could be as a result of not following cleaning, disinfecting or sterilization process properly.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Investigation is ongoing.